Event description:
Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 15065n for suspected false positive results on an unknown number of patient samples. The customer alleged that samples were coming up "weak positive" when run on one of their instruments (liaison mdx #1d0213), but repeated as negative when run on another instrument (liaison mdx #1d0458). The customer suspected contamination of the instrument (1d0213), performed decontamination, but received invalid results (due to ec500 errors). The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician due to the discrepancy with the retest on the other instrument. No alleged harm occurred.

Manufacturer narrative:
Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 14348n for suspected false positive results on an unknown number of patient samples. The customer alleged that samples were coming up "weak positive" when run on one of their instruments (liaison mdx #1d0213), but repeated as negative when run on another instrument (liaison mdx #1d0458). The customer suspected contamination of the instrument (1d0213), performed decontamination, but received invalid results (due to ec500 errors). The customer stated the patient samples were collected in utm or molecular water, but did not indicate which samples were with utm and which with molecular water. Run analysis of the simplexa results are as follows: 7 runs from (B)(6) 2022 on instrument 1d0213 showed "weak" positive results on 4 out of 10 patient samples and 1 positive control: sample ID (B)(6) = orf1ab (34.6). Sample ID (B)(6) = orf1ab (33.2). Sample ID (B)(6) = orf1ab (35.6). Sample ID (B)(6) = s gene (32.0) orf1ab (34.0). Sample ID (B)(6) = s gene (33.9) orf1ab (34.0). 5 runs from (B)(6) 2022 on instrument 1d0458 did not show any of the previous 4 "weak positive" samples repeated. The customer did not indicate which samples from (B)(6) 2022 were repeat samples from (B)(6) 2022. The 4 samples with cts higher than 32 are likely near the limit of detection of the simplexa assay. A field application scientist visited the customer site sometime between (B)(6) - (B)(6) and discovered "gargled" spring water as a sample type the customer claimed they validated for use. The customer stated they observed multiple ec500 data quality errors even after decontaminating the instrument. It is likely these gargled spring water samples were causing the ec500 and false positive results. It was communicated to the customer that gargled spring water samples were not validated by diasorin molecular for use on the mol4150 assay and recommended they only use sample types and transport media listed in the IFU. Dom: 04/27/22, exp: 04/2023. Batch record review showed the critical component, reaction mix mol4151 lot# 14048n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 13 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. As stated in ifuk.ce.mol4150, warnings and precautions section, item #10, "only use the protocol described in this insert. Deviations from the protocol or the use of times or temperatures other than those specified may give erroneous results." Issue unconfirmed by retain testing and the off-label sample type used. This is the 1st complaint for false positive on mol4150 lot# 14348n.